Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an oozing skin irritation under the lifevest equipment. Patient believed that it was an infection. There was no alleged device malfunction contributing to the irritation. The patient was given triamcinolone acetonide from the va. Follow up indicated that the skin irritation improved.